Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. The customer felt excessive thirst, anxious, and was hyper vigilant. The customer was treated for the high blood glucose with manual injections. The customer returned the product for analysis.